Event description:
It was reported that since january 24 the patient has been able to "hear anything more." The exchange of the external equipment did not alter the situation. Testing confirmed that the device has malfuntioned.